Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed on a 100% stenosed lesion using a rotapro 1.25mm and ng rotawire floppy for treatment. Near the end of the procedure the physician noted that as they tried to increase the rotation speed, the device would stop rotating. As the physician was attempting to withdraw the burr from the patient, it became stuck on the guidewire. The two devices were unable to be released from each other, so the physician removed both devices from the patient together. After the devices were removed, an operation test was performed outside the body and the sound of an air leak could be heard from the advancer. The burr would still not rotate. The procedure was completed using these devices, and no patient complications resulted due to this event.

Manufacturer narrative:
Returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not rotate. During the device stall, the sound of air escaping the advancer could be heard in accordance with the reported air leak noise heard during the reported events. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. During destructive testing, the exact cause of the device stall was not able to be identified.

Event description:
It was reported that the burr became stuck on the guidewire a procedure was being performed on a 100% stenosed lesion using a rotapro 1.25mm and ng rotawire floppy for treatment. Near the end of the procedure the physician noted that as they tried to increase the rotation speed, the device would stop rotating. As the physician was attempting to withdraw the burr from the patient, it became stuck on the guidewire. The two devices were unable to be released from each other, so the physician removed both devices from the patient together. After the devices were removed, an operation test was performed outside the body and the sound of an air leak could be heard from the advancer. The burr would still not rotate. The procedure was completed using these devices, and no patient complications resulted due to this event.